Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Customer reported that the device/component is not available for return since they are unsure which unit had been in use at the time of the reported complaint. The customer does not know which unit was in use at the time. No lot/serial number for manufacturing data available. The customer stated that as of (B)(6) 2015, the patient status has not changed from, "anoxic encephalopathy with some residual cognitive and motor impairment".

Event description:
The customer reported while using the model ltv (lap top ventilator) 1000 ventilator a patient became disconnected from the ventilator circuit and the unit did not alarm. No alarms were heard due to the low minute volume and low pressure alarms were both turned to the off position. Patient desaturated and then coded.